Event description:
It was reported that a patient underwent a thoracotomy on an unknown date and mesh was placed to repair the patient's airway. The surgeon did a bronchoscopy later and noted the mesh was protruding into the patient's trachea. There was no additional information provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.